Event description:
Procedure type: low anterior resection / double stapling. Patient gender: unknown. According to the reporter: on firing, staples came out, but the anastomosis was incomplete and the anvil did not tilt. A new instrument was used to complete the procedure. Operating time extended more than 30 minutes.